Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated to 15mm with proper pressure; however, it burst. No patient complications were reported as a result of this event.

Manufacturer narrative:
FDA registration number: (B)(4). Device code: (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.